Manufacturer narrative:
Film evaluation summary: the exact cause of the reported inability to position the device to its intended location could not be determined from the pre-implant films provided. Images during implant were not available for review and the reported event could not be assessed. The reported 120° acute thoracic angulation located just below the distal end of the previously implanted non-mdt stent graft was confirmed, and it appears likely that this challenging patient anatomy led to the positioning difficulties. The cause of the reported thoracic rupture leading to the patient¿s death also could not be determined. This appears most likely to have been related to the procedure and to the patient¿s pre-existing condition (rapidly growing large aneurysm), and was potentially related to use of another manufacturers guidewires. It could not be determined if attempts to position the navion device past the acute angulation may have also contributed. The delivery system was not returned and an analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm. A non-mdt stent graft was implanted the previous year. Due to extreme angulation of the descending aorta (>120 degrees) the stent graft had migrated and the valiant navion was planned to be implanted to treat the migration. The current aneurysm size was 75mm and there was a sealing zone of ± 20 mm up to the celiac trunk. It was reported that during the during the procedure the celiac trunk was embolized to gain extra sealing length. It was then planned to extend the previous graft up to the sma and fixate using endoanchors. Due to angulation of the descending aorta the device did not cross the angulation and could not be advanced any further. The stiff wire came back due to this resistance and the support of the wire was lost. The physician decided to place a second stiff wire via the catheter in the left groin to gain extra support for the device. At this point the anesthesiologist noted that the patient had a significant drop in blood pressure. It was attempted to correct the blood pressure, but this could not be achieved, and the patient went into circulatory arrest. The patient was resuscitated, and the physician placed an occlusion balloon in the stent graft to try to increase the blood pressure. During the resuscitation a transesophageal echocardiogram (tee) was also performed, and it was observed that there was fluid into the right pleural cavity. A pleural drain was placed, and a large amount of blood extracted through the drain. The physician recognized that there must be a rupture. The valiant navion stent graft was also placed during the resuscitation, using the plug used to embolize the celiac trunk as the caudal reference, in an attempt to cover the rupture. An angio was not possible due to the circulatory arrest. The placement of the stent graft was reported to have went well, however, the patient was still under resuscitation throughout and the patient¿s hemodynamic state could not be improved. The patient stayed in irreversible circulatory arrest and no further intervention was attempted. The patient expired. As per the physician the cause of the event was the rupture of the aneurysm in the descending aorta. It was reported that the cause was likely procedure related due to extreme angulation in a rapidly growing large aneurysm. No additional clinical sequelae were reported and the patient is expired.